Event description:
A surgeon reports that an intraocular lens (iol) became dislocated post cataract surgery. The pt's pupil was irregularly shaped and the optic of the posterior chamber lens was captured through the pupil on the nasal side. The instraocular lens was explanted. The surgeon stated this event was related to surgical technique. His opinion is that the intraocular lens did not malfunction.